Event description:
It was reported that the surgeon was finding it difficult to fit the liner into the shell even after removing all obstructing tissue and took another 30 minutes to engage the liner with the shell. It was further reported that the device was used correctly, surgeon felt the shell was irregular in shape.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.